Manufacturer narrative:
Unknown date in 2018. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. A review of the device history records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, the hospital found the locking screw was broken while in the patient¿s body and that the bone had not healed after implantation of femoral neck system (fns). Originally, the patient underwent an osteosynthesis surgery on (B)(6) 2018, for the femoral neck fracture in the proximal area with fns plate, bolt, antirotation screw, and locking screw. The fns implants were removed and total hip replacement was completed on (B)(6) 2018. No fragments were generated from the broken device. The procedure was completed successfully without surgical delay. Patient outcome is unknown. Concomitant devices reported: unknown fns plate (part #: unknown, lot #: unknown, quantity: 1), unknown bolt (part #: unknown, lot #: unknown, quantity: 1) and unknown antirotation screw (part #: unknown, lot #: unknown, quantity: 1). This report is for one (1) 5.0mm ti locking scr slf-tpng w/t25 stardrive 46mm-sterile. This is report 1 of 1 for (B)(4).